Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of 200-300 mg/dl because, the up and down buttons are not working. Her normal blood glucose range is below 150 mg/dl. She stated, she noticed the issue when her blood glucose became elevated and did not decrease after bolusing. She noticed the issue a couple of months ago. Both buttons worked at the time of the report. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.